Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down. Test strips UDI: (B)(4). Manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for dead meter. Customer stated the meter turned on when the circle button was pressed but not when a test strip was inserted. Customer was using the correct test strips and the battery was inserted correctly. During the call, the meter did turn on when a test strip was inserted and by manually pressing the "dot" button. During the call, a blood test was performed by the customer non-fasting and produced test result of 244 mg/dl using meter. Customer stated the battery had never been replaced and stated she would purchase a new battery. At the time of the call the customer reported a headache, was tired and unhappy. Customer stated she did not need medical attention at the time of the call.